Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported the patient's implantable neurostimulator (ins) was removed due to an infection, but not related to the ins. No further patient complications have been reported as a result of this event.